Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a no delivery alarm during basal approximately two weeks prior to the call. Customer reported having a blood glucose level over 600 mg/dl around the time of the no delivery alarm. Customer performed a set change, and treated with the insulin pump. Most recent blood glucose level was 200 mg/dl at the time of the call. No further information was provided.